Event description:
It was reported that during a low anterior resection, there was an error noise sounding at first, and the blade was broken when it was brought out from the abdominal cavity. Another device was used to complete the case. There were no adverse consequences to the patient.